Manufacturer narrative:
UDI#: (B)(4).

Event description:
During a knee replacement procedure, the insert trial can match, but when implanted a gii ps hi flex isrt sz 5-6 9, p/n 71421515, it cannot match with tibial baseplate. A backup device was utilized to complete the surgery. The surgery time extended 60min.